Event description:
The caller stated that the tube had a leak that was isolated to the cuff. The tube was in use for 24 hours. The leak required recannulation with another tube that was not a part of routine trach changing. The lot number is not available.

Manufacturer narrative:
The lot number is unknown and therefore, the date of manufacture cannot be determined. If the sample is returned, a failure investigation will be performed.